Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malpositioned iud / iud in her left pelvis"), embedded device ("iud was adhered to her omentum"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dysplasia in 2000, colonoscopy and benign ovarian cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included low back pain, bipolar disorder, irritable bowel syndrome, diarrhea, gastritis, constipation, obesity, anemia, gerd, seasonal allergy and nicotine addiction. Family history included hypertension and coronary artery disease. Concomitant products included baclofen since (B)(6) 2017, lansoprazole since 2016, lekovit ca (os-cal) since 2000 and vitamins since 2000. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions: rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hiatus hernia ("gastrointestinal or digestive system condition type:hiatal hernia"), dysmenorrhoea ("dysmenorrhea (cramping)") and anxiety ("anxiety,") and was found to have weight increased ("weight gain / loss specify which one") and weight decreased ("weight gain / loss specify which one"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), adnexa uteri pain ("ovaries pain") and uterine pain ("uterus pain"). The patient was treated with levonorgestrel (mirena) and surgery (ablation (B)(6) 2016, ablation novasure and bilateral salpingectomy, removal of fallopian tube sterilization implants, drainage of simple ovary). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, abdominal pain, abdominal pain lower and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, migraine, headache, dyspareunia, fatigue, weight increased, weight decreased, hiatus hernia, dysmenorrhoea, adnexa uteri pain and uterine pain was resolving. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hiatus hernia, menorrhagia, migraine, pelvic pain, rash, uterine pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: right ostia located, essure deployed- 3coils seen. Left ostia located, essure deployed- 3coils seen. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: depression, anxiety, hiatal hernia." Concerning the injuries reported in this case, the following ones were reported via medical records: device dislocation, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: medical records was received: events: device dislocation, embedded device were added. Concomitant conditions were added. Family history were added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy and dysplasia in 2000. Previously administered products included for an unreported indication: iud. Concurrent conditions included low back pain, bipolar disorder, irritable bowel syndrome, diarrhea, anxiety, gastritis, constipation, obesity and anemia. Concomitant products included lekovit ca (os-cal) since 2000 and vitamins since 2000. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions: rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one"), hiatus hernia ("gastrointestinal or digestive system condition type:hiatal hernia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), weight decreased ("weight gain / loss specify which one"), adnexa uteri pain ("ovaries pain") and uterine pain ("uterus pain"). The patient was treated with levonorgestrel (mirena), surgery (bilateral salpingectomy, removal of fallopian tube sterilization implants, drainage of simple ovary) and surgery (ablation novasure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, migraine, headache, dyspareunia, fatigue, weight increased, weight decreased, hiatus hernia, dysmenorrhoea, adnexa uteri pain and uterine pain was resolving and the abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hiatus hernia, menorrhagia, migraine, pelvic pain, rash, uterine pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: right ostia located, essure deployed- 3coils seen. Left ostia located, essure deployed- 3coils seen. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy and dysplasia in 2000. Previously administered products included for an unreported indication: iud. Concurrent conditions included low back pain, bipolar disorder, irritable bowel syndrome, diarrhea, anxiety, gastritis and constipation. Concomitant products included lekovit ca (os-cal) since 2000 and vitamins since 2000. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type:") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), weight increased ("weight gain / loss specify which one"), weight decreased ("weight gain / loss specify which one"), adnexa uteri pain ("ovaries pain") and uterine pain ("uterus pain"). The patient was treated with levonorgestrel (mirena), surgery (bilateral salpingectomy, removal of fallopian tube sterilization implants, drainage of simple ovary) and surgery (ablation novasure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, migraine, headache, dyspareunia, fatigue, weight increased, weight decreased, gastrointestinal disorder, dysmenorrhoea, adnexa uteri pain and uterine pain was resolving and the abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, uterine pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: right ostia located, essure deployed- 3coils seen. Left ostia located, essure deployed- 3coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-oct-2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff's fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, rashes or skin conditions, migraines / headaches, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one:, gastrointestinal or digestive system condition type, uterine pain, ovary pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy and dysplasia in 2000. Previously administered products included for an unreported indication: iud. Concurrent conditions included low back pain, bipolar disorder, irritable bowel syndrome, diarrhea, anxiety, gastritis, constipation, obesity and anemia. Concomitant products included lekovit ca (os-cal) since 2000 and vitamins since 2000. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions: rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one"), hiatus hernia ("gastrointestinal or digestive system condition type:hiatal hernia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), weight decreased ("weight gain / loss specify which one"), adnexa uteri pain ("ovaries pain") and uterine pain ("uterus pain"). The patient was treated with levonorgestrel (mirena), surgery (bilateral salpingectomy, removal of fallopian tube sterilization implants, drainage of simple ovary) and surgery (ablation novasure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, migraine, headache, dyspareunia, fatigue, weight increased, weight decreased, hiatus hernia, dysmenorrhoea, adnexa uteri pain and uterine pain was resolving and the abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hiatus hernia, menorrhagia, migraine, pelvic pain, rash, uterine pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: right ostia located, essure deployed- 3coils seen. Left ostia located, essure deployed- 3coils seen. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression. Most recent follow-up information incorporated above includes: on 30-aug-2018: pfs received event " rash, hiatal hernia" are updated. Concomitant condition and onset date were added. Patient information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavy abnormal bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy and dysplasia in 2000. Previously administered products included for an unreported indication: iud. Concurrent conditions included low back pain, bipolar disorder, irritable bowel syndrome, diarrhea, gastritis, constipation, obesity and anemia. Concomitant products included baclofen since (B)(6) 2017, lansoprazole since 2016, lekovit ca (os-cal) since 2000 and vitamins since 2000. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), rash ("rashes or skin conditions: rash"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one"), weight decreased ("weight gain / loss specify which one"), hiatus hernia ("gastrointestinal or digestive system condition type:hiatal hernia"), dysmenorrhoea ("dysmenorrhea (cramping)") and anxiety ("anxiety,"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), adnexa uteri pain ("ovaries pain") and uterine pain ("uterus pain"). The patient was treated with levonorgestrel (mirena), surgery (bilateral salpingectomy, removal of fallopian tube sterilization implants, drainage of simple ovary), surgery (ablation novasure) and surgery (ablation (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, rash, migraine, headache, dyspareunia, fatigue, weight increased, weight decreased, hiatus hernia, dysmenorrhoea, adnexa uteri pain and uterine pain was resolving and the abdominal pain, abdominal pain lower and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hiatus hernia, menorrhagia, migraine, pelvic pain, rash, uterine pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: right ostia located, essure deployed- 3coils seen. Left ostia located, essure deployed- 3coils seen. Current weight 170 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: new pfs received- new event anxiety was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding,") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.